Event description:
Baxter's quality engineer contacted baxter's product surveillance regarding additional mini-cap, disconnect samples that the caregiver (cg) sent in on (B)(6) 2012 for evaluation. The additional lot number sent in was gd889485. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The reported problem of connection issue was not confirmed. A sample was returned to baxter; following visual examination and pressure testing, the reported complaint could not be confirmed. A root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.